Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.